Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that the vizigo sheath hub had bleed back through the valve. The sheath was exchanged to continue the case. No patient consequences were reported. Hemostatic valve dislodged into the hub but not outside. The brim cap/hub did not detach from the sheath. No picture available. Sheath was used on the patient. No blood was squirting out of the hub. No treatment required, just replaced the catheter. Blood return was observe and approximate volume of blood that was lost was about 10 cc. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
On 25-may-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 60000011 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).